Manufacturer narrative:
The insulin pump was received with missing segment/partial display due to cracked lcd zebra connector and also had a cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported via phone call that the insulin pump had missing segments on the display. The customer's blood glucose was 97mg/dl. The customer was advised the pump will be replaced and revert to back up plan.